Event description:
The customer contacted beckman coulter inc (bec) to report the baths were overflowing and leaking onto the counter on the act diff 2 instrument. The customer checked the drain / waste tubing, for obstruction and possible dry ice in the sink where the waste line is routed, however neither was found. The customer was wearing gloves at the time and says some of the fluid did get on her clothing, but unsure if the fluid went through her clothing and onto her skin. She did not seek medical attention. The account has a risk management plan in place; however, it was not used. While troubleshooting with the call center the customer was able to get the baths to drain but not the vacuum isolator chamber (vic). After bleaching the vic and its drain path, the vic eventually drained but they were not able to get credible results. The event did not impact patient sample testing and/or treatment. The customer confirmed that no death, no injuries occurred, and no-one sought medical attention and that there was no exposure to skin, open wounds or mucous membranes. On (B)(4) 2011, a bec field service engineer (fse) found the drain path from the baths obstructed which caused the baths to not drain. Obstruction was cleared and baths and vacuum isolator chamber (vic) now drain without further issue. The fse replaced the green air / fluid barrier filter. Fse ran startup and reproducibility, which both passed. The root cause for the bath overflow was an obstructed drain pathway.

Manufacturer narrative:
(B)(4).